Event description:
It was reported that the patient underwent q gynecological procedure on (B)(6) 2008 and an unknown mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent excision of vaginal mesh on (B)(6) 2011 and cystoscopy due to vaginal mesh erosion, recurrent urinary tract infections and vulvogaginal atrophy and rash.(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a symptomatic cystocele, a rectocele, and vaginal cuff prolapse. It was reported that following insertion the patient experienced pain, erosion, infection and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/2/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, dysuria, atrophic vaginitis, and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence and urinary urgency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh excision due to mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 12/62018. Additional narrative: it was reported that the patient died on (B)(6) 2017 due to late effects of cva. No additional information was provided.